Manufacturer narrative:
The device sent in for the syr/pca gripper recall- gripper sticking was affected by the recall (r090). The root cause of the device affected by the syr/pca gripper recall - gripper sticking was identified as a mechanical failure due to a binding/jamming housing. Multiple issues unrelated to the syringe split nut recall and watchdog recall were observed with the returned device and were replaced. The rear case was damaged/cracked. The proximate cause identified by service was due to wear. Barrel clamp holder was observed to be damaged/cracked. The proximate cause identified by service was due to mechanical failure - other. The tube drive was observed to be bent. The proximate cause identified by service was due to mechanical failure - other. The flange gripper was observed to have a cracked wiper seal. The proximate cause identified by service was due to mechanical failure - other. The flange gripper was observed to have a cosmetic issue (discoloration). The proximate cause identified by service was due to a maintenance issue. The latch assembly was observed to be misassembled. The proximate cause identified by service was due to a maintenance issue. The flex cable was observed to be broken/kinked. The proximate cause identified by service was due to a maintenance issue. The left/right split nut was observed to be worn. The proximate cause identified by service was due to a mechanical failure - other. The right iui was observed to have broken ribs. The proximate cause identified by service was due to a maintenance issue. The harness was observed to be faulty. The proximate cause identified by service was due to an electrical failure - other.

Event description:
Syr/pca gripper sticking was reported.

Manufacturer narrative:
The syr/pca gripper recall-gripper stickingr and subsequent repairs were performed by service during the service recall process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. During assessment of the device received for the syringe/pca gripper recall (gripper sticking), multiple issues (unrelated to the recall process) were observed and repaired by service. The root cause of the device affected by the syr/pca gripper recall - gripper sticking was identified as a mechanical failure due to a binding/jamming housing. There was no reported patient injury. This device is used for therapeutic purposes.

Event description:
Syr/pca gripper sticking was reported. There was no patient involvement.